Event description:
Left temporal intracerebral hemorrhage (hemorrhagic stroke) occurred during dental visit for "deep cleaning" (using an ultrasonic probe above and below the gumline). Some cavity filling. Still under investigation, but likely inducive factors include: physical pressure of tmj bone/tissue directly on left temporal lobe (from jaw held too open and worked on rigorously) for extended period. It elevated blood pressure, due to: extreme discomfort; stress; possible injection of lidocaine/ep1 directly into blood vessel (if aspiration to check for blood in syringe was not first performed...) Dose, frequency & route used: injection. Therapy dates: 2007. Diagnosis for use: anesthetic.